Event description:
A surgeon reported that a pt's visual acuity had decreased to 20/30. Upon examination, she observed "pigmented spots" throughout the intraocular lens. She performed a yttrium aluminum garnet due to a slight haze noted in the posterior capsule with no vision improvement noted. The surgeon indicates that her observations may be due to age-related mascular degeneration. She will examine the pt again in the next few weeks. The association of the reported symptoms and the intraocular lens is not known. More info has been requested.

Event description:
The surgeon stated that the pt also experienced blurred vision.